Event description:
The customer has been experiencing recurring high blood glucose levels over the past four months with the specific cause being unknown. The blood glucose level was not specified but was indicated as "high." Cause was not known. There was no reported assistance needed from a third party, and the customer attempted to resolve the issue with a correction bolus via their pump and occasionally through multiple daily injections. It was noted that the control iq feature was active during the event.